Event description:
It was reported that a polarity switch had occurred on the ventricular lead, possibly due to emi (electromagnetic interference) from security wand screening. High impedance paces also reported. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.